Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to an outside hospital on (B)(6) 2022 after having a syncopal episode with loss of consciousness, the patient hit their head, and became obtunded. A computerized tomography revealed subdural hematoma-hemorrhage with midline shift. The patient was taken emergently to the operating room for a craniotomy. It was noted that the patient had been complaining of a headache and noted to have ruptured vessel in eye on (B)(6) 2022. There was discussion about whether the fall was caused by the bleed or if the bleed was caused by the fall. International normalized ratio on admission was 2.4. No alarms were noted and the patient in currently in the ccu with status improving. There were no unusual events seen within the log files and the device operated as intended. It is unknown whether the stoke caused the syncope or if the fall caused the stroke. The patient did not remember what happened. The bleeding was resolved with the craniotomy. The patient is still admitted and recovering. The patient will be discharged home once stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.